Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment for an unknown disease using a fenestrated najuta stent graft. A reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used for the left subclavian artery via a 7 fr ansel sheath through a left upper arm cutdown approach. The artery was tortuous, and resistance was felt during advancing the vbx device. During advancing further, the stent graft of the vbx device became dislodged. As the procedure was performed using a cutdown approach, the dislodged stent graft was able to be removed without difficulty. Another device was implanted. The patient tolerated the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.